Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection.

Manufacturer narrative:
(B)(6). H6: event problem and evaluation codes - correction from 4315 to 4307.